Event description:
Arthrowand had been set up. When surgeon went to use the wand, it would not work. Staff replaced it with another arthrowand which worked. Slight delay in case. Report is made due to the risk for harm to patient. We have been attempting to contact the manufacturer.